Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the glass on the neuroendoscope cracked when opened. The product was replaced.

Manufacturer narrative:
The returned endoscope could not be tested due to a kink in the guidewire, indicating that the image fiber (glass) that runs through the guidewire is broken. It is unknown how or when this damage occurred. If information is provided in the future, a supplemental report will be issued.